Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call 02-jun-2022 to ensure the customer¿s initial concern was resolved and to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer stated she doesn't know if they received the package. She stated that probably somebody took the package. Correct address was confirmed and a second order to ship product was entered. Customer then disconnected the call. Tried to call customer back- unable to reach.

Event description:
Consumer reported complaint for high and erratic blood glucose test results and error message (e-3). The customer is concerned with test results from results obtained of 205mg/dl. The customer¿s expected am fasting blood glucose test result range is 89-176mg/dl and pm fasting blood glucose test result range is 129-201mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/18/2023 and open vial date is one week ago. The meter memory was reviewed for previous test result history: result 1: 154 mg/dl, date: (B)(6), time: 2:22pm, non fasting, result 2: 201 mg/dl, date: (B)(6), time: 8:33am, fasting, result 3: 205 mg/dl, date: (B)(6), time: 08:31am, fasting, result 4: 169 mg/dl, date: (B)(6), time: 1:12am, fasting, result 5: 197 mg/dl, date: (B)(6), time: 10:13pm, fasting.

Manufacturer narrative:
Sections with additional information as of 25-jul-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.